Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; however, the minimum fill allegation could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that a minimum fill notification occurred, and a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 160 mg/dl.